Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the remote monitor was no longer receiving power. The attempt to reset the monitor by unplugging and replugging in the power cord was not successful. Transmissions had been received from this monitor in the past. A replacement power cord was sent for the patient to try. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the monitor has been returned.

Manufacturer narrative:
Product event summary: analysis was performed on the monitor. The monitor passed the bench power up test with good supply. The full debug mode test was successful and was verified. The final conclusion revealed no defect was found.